Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm seguin annuloplasty ring was selected for implant. After suturing the seguin ring in, it was found that "the ring could not follow the normal movement of the cardiac cycle." The patient's flap ring could not move after the implant of the seguin ring; the cause is unknown. The seguin ring was subsequently explanted. There were no abnormalities or anomalies observed with the seguin ring. A new 28mm seguin annuloplasty ring was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of ¿the ring could not follow the normal movement of the cardiac cycle¿ was reported. Information from the field indicated that after implant, the patient's flap ring could not move after the implant of the seguin ring; the cause is unknown. The device was returned to abbott for investigation and no anomalies were found on the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue regarding manufacture, design, or labeling.